Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a non target stimulation. Computerized tomography scan revealed that the lead had migrated and was resting on a nerve which cause hip irritation. The patient underwent an explant procedure and was doing well postoperatively.